Manufacturer narrative:
Continuation of d10: product ID: evfxplus-26, (serial: (B)(6)); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure involving the transcatheter aortic valve evfxplus-26, the patient experienced severe hypertension with a blood pressure of 250/170 mm hg. After administration of antihypertensives, the patient developed hypotension, which was managed with a norepinephrine drip. A pre-balloon aortic valvuloplasty was performed with a 20 mm non-medtronic balloon due to calcification in the sinotubular junction. . The delivery catheter system (dcs) was introduced with ease through the right femoral artery (rfa) and traversed the around the aortic arch without difficulty. During dcs advancement, the patient remained hypotensive and became unresponsive. A neurological assessment was performed. The patient exhibited left-sided weakness, moving the right side but not the left for some time. An echocardiogram was conducted and no effusion was observed. Of note, a groin complication was identified in the rfa after removal of the delivery system. The stroke team was notified and the pat ient was monitored. The patient subsequently followed commands and responded with all extremities, with the right side more brisk to respond than the left. The physician assessed that the procedure caused or contributed to the symptoms, but the medtronic device did not. A stroke was suspected.

Event description:
Additional information was received that an ischemic stroke was confirmed via magnetic resonance imaging (MRI). Per the physician, it is unknown what the cause of the stroke was. The patient's calcified anatomy contributed to the stroke. The vascular injury occurred at the right femoral artery, which was the access site.

Manufacturer narrative:
Updated b.5 and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient went to a rehabilitation facility in result of the stroke. The vascular injury was described as extravasation, and a stent was placed as treatment. Per the physician, the cause the vascular injury was unknown.